Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
The patient called to report that there was a recent treatment in which there was one issue with a drain in which she drained an excessive amount. Treatment records showed a large drain volume. She said she felt very bloated that day and knew something was not right. The cycler was replaced. The patient's nurse reported here was no patient injury due to the large drain volume, but did confirm that the patient felt bloated. The feeling resolved after the patient drained. Drain 0- 1147mls fill 1- 2802mls drain 1- 5068mls the reported drain volume of 5068ml is 181% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The valve actuation test and the system air leak tests passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.